Event description:
It was reported that the patient passed away due to heart failure and aortic insufficiency (ai). The patient passed away expectedly in the hospital. The device parameters were within normal limits for this patient. The outcome was not device or therapy related. The pump will not be explanted, and an autopsy would not be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation and no autopsy was performed. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information stated the patient had a history of trace aortic insufficiency (ai) prior to lvad implant. The degenerative ai was assumed to be caused by lvad therapy or coincidental ai. The patient experienced shortness of breath and was treated with speed and heart failure therapies.